Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer observed a long bipolar grasper instrument was stuck inside the patient and was unable to remove the instrument through the trocar like normal. The customer informed the intuitive surgical, inc. (Isi) technical service engineer (tse) that the operating room (or) staff noticed a ¿screw¿ sticking out of the instrument tip where the shaft met the tip and it was preventing them from pulling the instrument back through the trocar. The customer then stated they noticed one of the cables near the instrument tip was frayed. After, the customer informed the tse they had undocked the arm and removed the screw that was sticking out, and ultimately removed the instrument through the trocar. A new bipolar instrument was installed to continue the case. The customer informed there was no patient injury, but wanted to know if both sides of the instrument contained a screw or was it a single pin that ran through the portion of the instrument. The customer expressed concern with fragments of the screw/pin being still inside the patient and wanted to know if the piece(s) were radiopaque. The procedure was continuing as planned with no reported injury. Isi followed up with the robotic coordinator and obtained the following additional information: the surgical technician informed the robotic coordinator that the instrument was inspected prior to use and stated they always check tips and moving parts prior to using. Nothing out of the ordinary was observed. It was noted that the surgeon did not notice any issue with the functionality of the instrument during the surgical procedure. The surgical assistant stated the instrument had been removed during the procedure prior to the reported issue. At the time of the reported issue, the long bipolar grasper instrument had 3 out of 15 lives remaining and was in the process of being exchanged when the surgical assistant saw a piece sticking out of the head of the instrument. As a result, the instrument was pulled out of the patient with the robotic trocar simultaneously. The wrist was straightened and the surgical staff felt resistance upon removal. The surgical assistant had to remove the pin/screw to enable the removal of the instrument from the cannula. No damage was found on the cannula. The surgical technician informed the robotic coordinator that they did not see any fragments fall into the patient. The surgical technician was unaware of any instrument collision. It was noted that an x-ray was performed and a camera check around the pelvis was performed to check for pieces from the instrument. There was no additional surgical procedure required to remove any fragments. The robotic coordinator informed they were not aware of the patient returning to the hospital for any post-surgical complications related to retaining a foreign object. The instrument would possibly return as the broken instrument was placed in the vendor¿s office; however, the instrument was currently misplaced. The procedure was completed robotically with no patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the long bipolar grasper instrument be returned for evaluation, but it has not yet been received . Therefore, the root cause of the customer reported failure mode has not been determined. A follow up MDR will be submitted if additional information is received. A review of the site's complaint history does not reveal any additional complaints for this product and/or this event. A log review was performed and found that the long bipolar grasper instrument part# 471400-10 lot# n10210202-0012 was last used on (B)(6) 2021 with system sk3406 and had 3 uses remaining. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Review of the provided images was consistent with the customer stating that a ¿screw¿ was sticking out of the instrument tip. Root cause of the failure mode cannot be confirmed without the returned device. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the long bipolar grasper instrument had a screw sticking out which prevented it from being pulled through the trocar. The instrument and trocar were removed together from the patient's anatomy. The customer was unsure if a fragment from the instrument may have fallen inside the patient's anatomy during the event. A visual check of the patient's pelvis area and an x-ray was performed to check for instrument fragments. It was unknown if a fragment from the instrument fell inside the patient, and if it did, whether it was retained inside the patient's anatomy.